Manufacturer narrative:
(B)(4)

Event description:
It was reported that after the pulse generator was interrogated in the clinic, it went into backup vvi operation. The backup could not be cleared and the device was explanted and replaced. No patient symptoms or additional information was available at this time.